Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the emergency medical services came and took them for hospitalization. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they were throwing up and got sick. The customer stated that they were given IV to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.